Manufacturer narrative:
Additional information was received from the local area field representative. Defibrillation threshold (dft) tests have not been performed at this time. The device was checked following reprogramming and no further oversensing was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited oversensing on the rate/sense channel. A pause of approximately 3.5 seconds was observed. The noise appeared to be myopotential or diaphragmatic oversensing. The sensitivity was reprogrammed. Boston scientific technical services (ts) recommended induction testing at the new sensitivity setting to ensure proper ventricular fibrillation (vf) sensing. No adverse patient effects were reported.